Event description:
Customer reportedly obtained a result of 477 mg/dl on the advantage system and a result of 124mg/dl on a professional device within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.